Manufacturer narrative:
Patient weight is unable to be obtained. Attempts were made to obtain complete patient information. Further information was not provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 1627487-2020-03415. It was reported the patient experienced weakness in their left foot following a lead placement procedure. The physician believes it may be due to inserting the guide wire with the curved side first instead of the straight side. The patient's condition is improving. Note: since it is not known which device is causing the issue, all possible devices are being reported on.

Manufacturer narrative:
A patient experienced weakness in their left foot following a lead placement procedure was reported to abbott. The physician believes it may be due to inserting the guide wire with the curved side first instead of the straight side. The rep met with the patient and issue was resolved. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the leg weakness and foot drop has resolved.